Event description:
It was reported to philips that the system's wireless foot switch lost connection. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the available information, the reported problem could not be confirmed. However, as per our records, the system is identified to be part of the unit affected list of medical device correction (z-0476-2022). The correction is scheduled to be implemented on the system. Philips has attempted a good faith effort to obtain more information on this complaint but have not received a response. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.